Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, inadequate capture and low pacing impedance was observed on the right ventricle (rv) lead. Lead insulation damage was suspected. An x-ray was performed and no anomalies were observed. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.